Event description:
It was reported that during device interrogation the lead was imaged and the ra lead was noted to be dislodged. The lead was explanted and replaced. The patient did not experience any adverse effects before, during, or after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.